Event description:
The risk management department was informed this patient had cultures positive for ntm bacteria growing from his sternal incision site. (Mycobacterium chimaera) the patient had undergone a CABG about 3 years ago which was in the window of time that a number of sternal would infections were identified. These are believed to be related to issues involving the sorin heater cooler device used during open chest procedures.